Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that some post catheter placement, the catheter was allegedly ruptured when removing from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one glidepath d/l catheter in two segments were returned for evaluation. Visual, microscopic visual and functional evaluations were performed on the returned device. A complete circumferential break was noted 4.2cm from the distal end of the y-body. Striations were noted at the edge of the circumferential break the catheter appeared cut. The investigation is inconclusive for the reported catheter fracture as the exact circumstances at the time of the reported event are unknown. Based on the information available, the definite root cause for the reported event could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post catheter placement, the catheter was allegedly ruptured when removing from the patient. There was no reported patient injury.